Event description:
It was reported that during an iieo-colectomy procedure, the device opened slowly after firing and two of the times the device misfired". There was no other information available concerning the misfired clips. The case was completed with this device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.